Event description:
It was reported that during the placement of the array fixation pin using the array guide the pin bound with the array guide and the user had difficulty removing the array guide from the array fixation pin. The surgeon was able to use the tracking array bracket for placement of the fixation pins and successfully completed the surgery.

Manufacturer narrative:
The report of the difficulty removing the array guide from the array fixation pin could be due to tolerance interference fit where the inner diameter (ID) of the array guide and the outer diameter (od) of the fixation pin or other contributing factors. The surgeon was able to successfully place the fixation pins and completed the surgery. No patient has experienced harm or long term consequences. However, there is possibility for the fixation pin to be unable to be removed from the array guide and the patient bone. Therefore, think surgical decided on 01/31/2024 to report to the FDA and voluntarily remove the array guide from the field.